Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown intrathecal drug via an implantable pump for non-malignant pain. It was reported that the patient had an MRI two days ago and the pump had not been read since and was still showing a motor stall alert. The hcp had read the pump again few minutes later but was still was seeing the alert. The hcp re-read the pump and checked logs again, which showed a recovery. Reviewed telemetry mode. Patient symptoms were not reported.